Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR could not be completed because no lot number had been provided. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned.

Event description:
The initial reporter stated that they had a filter on the set burst and was leaking. Mmdg made multiple attempts to follow up with the initial reporter and obtain additional information. The initial reporter stated that the patient had not had any adverse effects due to the complaint, but they also stated that they had no further information. (B)(4).